Event description:
The hospital reported that while prepping for a ventricular assist device implant the nurse noted leaking into the graft during the pre-clotting process. They reported using cryo then thrombin to anticoagulate the outflow graft. The physician cut the bottom of the outflow graft near the pump, anastamosed hemashield to the outflow graft and proceeded to finish the implant without further incident. It is unknown how much of the graft remained and if the bend relief was removed.